Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-9004-35 serial #: (B)(4) description: precision connector m1,35cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had the leads removed due to infection at the lead site. The symptoms included redness and swelling. It was believed that the infection was related to the procedure and not related to the device. The patient was prescribed antibiotics and was doing well.